Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned product confirmed that the screw fractured along the thread of the device and the hex of the screw appeared stripped. Further dimensional inspection is limited due to the damage of the returned product. No lot or order number was provided. A definitive root cause has not been determined.as part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured.